Event description:
The affiliate stated the customer reported the last three replications of unwashed portion of system check had low recovery leading to a failed percent coefficient of variation (%cv) involving the unicel dxi 800 access immunoassay system. The customer was preforming weekly maintenance at the time system check failed. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) removed the four precision pumps, cleaned the pistons, and replaced the timing belts. The fse calibrated the sensors on all four precision pumps. System check was performed and the unwashed mean and %cv were verified; all results were within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was in normal operation. In conclusion, the precision pump timing belts are the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).